Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that his wife's pump came off her skin. She came home at night, lifted her clothes and the infusion set's tubing pulled out and detached. Her blood glucose level was in 200s mg/dl. No further information available.